Event description:
It was reported that during the implant procedure the pacing lead exhibited undersensing and, after several attempts to change the position, it still could not reach the normal range. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.